Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Spontaneous, when patient completed the first syringe the knob on the pump would not reset so she did not infuse the 2nd bottle. She only end up infusing 10gm on (B)(6) 2022. Next infusion is tomorrow (B)(6) 2022 and she will proceed with regular schedule will not double up, unknown if patient experienced any adverse events, unknown if patient has a back up device, unknown if patient has pump on hand for return. No further information provided. Reported to (B)(6) by pt/caregiver.